Event description:
Boston scientific received information that this patient with implanted right atrial (ra) lead exhibited noise and low, out of range pacing impedance measurements. It was reported that the patient felt a little sluggish during the months leading up to the revision procedure. This patient underwent a surgical intervention and this lead was surgically abandoned and capped. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.